Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. The patient experienced a sensor error over 3 hours, after which they experienced a hyperglycemic event. On (B)(6) 2024, the patient experienced a sensor failure on the same day during the same event. It was not known how much time passed between the sensor error and the onset of symptoms, but the patient would have experienced the symptoms at the time the ¿sensor errors¿ were seen. No specific symptoms were reported. The day of the event the patient experienced a hyperglycemic event ¿without warning¿ and was brought to the emergency room by an ambulance. The patient received treatment with intravenous insulin. The patient was discharged after spending more than 24 hours at the hospital. There was no documentation of further medical intervention. At the time of the report the patient was stable and okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.